Manufacturer narrative:
The investigation determined that the most likely root cause of this event was user error (the customer switched wash solution b line with wash solution a). Tsc followed up with customer and was told all testing including qc was acceptable. No discrepant results reported during the time frame of line switch. Tsc recommended to customer to review previously reported results for potential impact. It is the customer's responsibility to consult with their medical director and risk management team to consider repeat testing of samples tested on (B)(6) 2017 during the night shift.

Event description:
Customer reporting during daily checks on provue analyzer found that the "wash solution a line was connected to wash b bottle and vice versa. The tech reconnected the lines to appropriate solution bottles. Issue started during night shift on (B)(6) 2017. Customer believes lines have been switched after weekly maintenance on (B)(6) 2017. The customer stated there was no error codes or messages to alter user of lines switched. The instrument was in use overnight with wash b and wash a lines switched.